Manufacturer narrative:
Product complaint (B)(4) investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, "revision shoulder arthroplasty for failed surface replacement hemiarthroplasty¿ by a. Jaiswal, et al, published by musculoskeletal surgery (2019) 103:69¿75, was reviewed. The study aimed to analyze reasons for failure of surface replacement hemiarthroplasty (srh), and report functional outcomes after revision surgery. The 26 study shoulders all had failed srhs which were implanted at primary with the same competitor brand prosthesis. It was reported that of the 26 shoulders revised, that eight had additional complications. Of these, two involved patients that had been treated at revision with depuy products. The first, identified as case no. 16, an (B)(6) year old, is noted to have comorbidity paget¿s disease. The patient¿s srh was revised to address pain, converting the shoulder to a depuy delta 3 reverse shoulder arthroplasty. As a complication, the patient experienced a shoulder dislocation, which required a single closed reduction. Also noted that at final follow-up, the patient¿s constant survey score remained quite low (20s), indicating marked pain and functional disability. No other specific details were provided by the study, including no additional product information. The authors concluded that the primary cause for revision of srh is glenoid erosion of the native glenoid. It was ascertained that functional outcomes were better if the srh was treated with conventional anatomic total shoulder arthroplasty versus other procedures. This record captures the first patient, identified as case no. 16, an (B)(6) year old.